Event description:
It was reported that this lead was repositioned due to dislodgement. Dislodgement was confirmed through high pacing thresholds and fluoroscopy. Another lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. There were cuts in insulation, which were likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was repositioned due to dislodgement. Dislodgement was confirmed through high pacing thresholds and fluoroscopy. Another lead was successfully placed. No adverse patient effects were reported.